Event description:
The customer reported that the pacing functionality is not working in this device.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.